Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer reports the battery gauge was not increasing. During troubleshooting, customer confirmed the gauge began to increase as expected. The customer's blood glucose was 113 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.